Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Out of range pacing impedance measurements were also observed when the lead was tested on a pacing system analyzer (psa). The lead was surgically abandoned and replaced and the device was explanted and replaced. No adverse patient effects were reported.